Event description:
The patient monitor shut off during a case. This is the second incident with this monitor in two days.we had another monitor not connected with this incident that failed in the same manner a couple of months ago. May be a pattern rather than a maintenance issue. The monitor shut down and came back up when it was manually restarted with the "power" button. The first time it failed it would not restart immediately, when I came in 10 minutes later it restarted and the or finished the case with the monitor. We have had issues with cables previously causing the monitor not to turn on, reseating the cables and tightening the screw that secures the cables resolved the issue with no recurrence. The cable has a db9 connector and an rj45 connector in the same molded plug. The drager service technician recommended that we swap the cables (2 identical cables, one to the input "brick" and one to the monitor) and see if the problem recurred and if it was with the "brick" or the monitor. I did that and the issue did not recur in 4 hours of running the machine. If this were an ICU monitor I would probably play with it a lot more, but its anesthesia and I'm not comfortable doing that so I'll pay to get the new monitor and possibly cables too.======================manufacturer response for monitor, physiological kappa xlt (per site reporter).======================maintenance exchange of the device, we are paying for the exchange.